Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging and communication difficulties with their implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively. The device was retained and will not be returned for analysis.